Event description:
A complaint was received on 08/06/2015 claiming that the hot pack became too hot, resulting in 2nd to 3rd degree burns on a patient. Per the director of regulatory and quality assurance at the customer site, the hot packs were being used to engorge cancer patient veins for chemotherapy. In this incident, the nurse treating the patient placed a blue under pad (chuck) on the patient and placed the hot pack on top of the pad. The patient reported that the blue under pad slipped off. No permanent impairment of a body function or permanent damage to body structure was reported. Medical providers at the customer site consulted a wound team service and a plastic surgeon. The patient was placed on antibiotics and treated with silvadene